Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose of over 500mg/dl, associated with an alleged inaccurate delivery issue. Reportedly, the patient was treated in the hospital by their healthcare provider. During troubleshooting with customer technical support, it was revealed the patient had been advised to come off the pump due to a previous issue and it was uncertain if the patient was using the pump at the time of the hospitalization. The patient¿s healthcare provider made adjustments to the pump basal rate. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.